Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a 2.5 mm longitudinal tear in the balloon, which is approximately 5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the probable cause of the balloon loss of pressure was the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (f1509102) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the balloon popped on plaque. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. In the doctor's opinion, the event was not caused by the mynx device/mynx procedure because the doctor felt the device was caught up on calcium. Procedure type: intervention sheath size: 5f.